Event description:
It was reported that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Customer drink a glass of juice to address the bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.